Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because device information is not known.

Event description:
It was reported that the patient had their ipg explanted and replaced for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.